Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9241521. Medical device expiration date: 2022-08-31. Device manufacture date: 2019-08-29. Medical device lot #: 9241534. Medical device expiration date: 2022-08-31. Device manufacture date: 2019-08-29. Medical device lot #: 9264937. Medical device expiration date: 2022-09-30. Device manufacture date: 2019-09-21. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the remainder of the "60 ml" subcutaneous liquid leaked from the closed port of the bd venflon¿ pro safety shielded IV catheter during use when the patient's vein burst. Lot#'s 9241521, 9241534, and 9264937 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "during administration of contrast the fluid went subcutateous. 60 ml went subcutaneous because the patient's vein burst, the remaining 60 ml came out of the port on the catheter. The user is wondering if there might be a production fault since fluid came out of the closed port."

Event description:
It was reported that the remainder of the "60 ml" subcutaneous liquid leaked from the closed port of the bd venflon¿ pro safety shielded IV catheter during use when the patient's vein burst. Lot#'s 9241521, 9241534, and 9264937 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "during administration of contrast the fluid went subcutaneous. 60 ml went subcutaneous because the patient's vein burst, the remaining 60 ml came out of the port on the catheter. The user is wondering if there might be a production fault since fluid came out of the closed port."

Manufacturer narrative:
H.6 investigation summary: five representative samples were received by our quality team for evaluation. The five representative samples were subjected to visual inspection, valve injection test and catheter adapter leak test. All five passed the inspection criteria and no leakage was observed; therefore, the incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Since the samples passed the inspection criteria, a root cause could not be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. As the representative samples passed the inspection criteria, the reported condition cannot be determined. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Complaint will be reopened when the actual sample is returned.